Event description:
It was reported that the touchscreen of the pump was shattered, leaving the touchscreen unresponsive. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.